Manufacturer narrative:
This is the third complaint reported for this finished goods lot. Review of the device history record indicates the order was built to specification. The two returned samples were visually and functionally tested and passed testing. No contributing factors could be identified that could cause the customer's reported issue. The root cause of the customer's complaint could not be established; the returned samples met specifications. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as the samples met specifications. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that they could not get vacuum at the beginning of phacoemulsification stage. The product was replaced and procedure completed with no patient harm. A product sample was received at the manufacturing site and it is awaiting evaluation.